Event description:
It was reported by repair work order that the siderail would not lock due to a damaged timing link. It was also reported that the power cord had a damaged ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.